Manufacturer narrative:
One used ls3092 ligasure device was received, and evaluation of the sample found one of the snaps on the jaw was broken and missing. A review of the device history records for this lot found no potentially contributing factors from the manufacturing process. Snap damage can be caused by misaligning the snaps during assembly or by multiple assembly attempts. The investigation identified the root cause of the reported event to be improper assembly during use. The instructions for use included with this product lists measures for handling and assembling the device.

Event description:
The customer reported that during a procedure, the device did not activate. No patient injury occurred or medical intervention required. Examination of the received device by medtronic found a snap pin was broken and missing. The customer was notified and confirmed that the piece did not detach during the procedure.